Event description:
The customer paperwork stated "failure 500". The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional information.

Manufacturer narrative:
The reported condition of failure code 500 was confirmed. Failure code 500:320 occurred twice in the event history:1. 500:320; 30-sept-05; 09:30:12; occurred after lock key was pressed. 2. 500:320; 30-sept-05; 09:30:41; occurred after power on. The root cause is due to the lock key being pressed for 50 sec. And no volume history key pressed. Similar incidents have been received for this product family. The number of incidents reported are above the expected level of occurrence for this product. This issue is being investigated under CAPA#mdq-CAPA-129.